Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head has a wire broken and image distortion. There were no reports of patient harm.

Event description:
It was reported the camera head has a wire broken and image distortion. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based device evaluation and on the legal manufacturer's final investigation. The subject device underwent visual and functional inspection. The reported allegation was confirmed. Suspected disconnection was caused by cable damage and disturbance of images was caused by flooding of the image pick up (charged coupled device) and cable. In addition, the device evaluation found flooding of the main body and cracked connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: endoscopic image disappearance and freezing warning please strictly observe the following endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.